Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 2/23/2023, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak repair suture started to pass through the anchor but did not pass entirely and the blue repair suture was still folded in half trying to pass all the way through the passing suture broke. This was discovered during a procedure on (B)(6) 2023. The repair suture was cut out and five other anchors were used to complete the case without further issues. The anchor still remains in the patient.